Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) device was inadvertently deactivated due to MRI exposure. Guidant received additional information that the device and lead system exhibited 'noisy' electrograms and increased pacing impedance values.